Event description:
It was reported that during a realize band revision procedure to correct a band slippage, when opening to reposition the band the white tab broke off. The piece was retrieved from the patient without incident.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. Device remains implanted additional information provided: did the surgeon use three imbrications sutures during implantation? Did 2, all gone when doing revision slip. Was the patient complaint to diet regimen? When burped smelled really bad. Did the patient/caller experience vomiting? No. Was the vomiting initially related to the gi illness or flu? No. Or related to dietary changes? No. Is the patient currently following a regular fitness program? Unk, but pt has lost (B)(6). Is the patient experienced any strenuous activity prior to the band slippage? Unk. Other: band fills--max 4.8 and min .2.